Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was a repeat issue. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during knee arthroscopy, the motor drive unit spontaneously stopped working, whereby, the blade clutched and it would not rotate or oscillate in either direction. The handpiece quickly became very warm. It was dis- then re-connected but same problem occurred. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. The complaint of overheating/jamming could not be confirmed. Mdu passed functional testing and all functions perform as expected. Overheating/jamming did not occur during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a knee arthroscopy, the motor drive unit spontaneously stopped working, whereby, the blade clutched and it would not rotate or oscillate in either direction. The handpiece quickly became very warm. It was disconnected then re-connected but the same problem occurred. A backup device was available to complete the procedure with no significant delay or patient injuries.